Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported baby had any serious medical problems or a congenital abnormality "torticolis- neck leans to the left- pt states it is getting better, and its' due from the c section", follow-up with allergan sr. Risk mgmt specialist, reveals the event is not device related. Healthcare professional reported rupture and capsular contracture, baker grade IV. Record is for right side. Device remains implanted.